Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 dialysis catheter placement procedure was done by using hemostar dialysis catheter. It was reported that twelve days post a procedure allegedly the catheter emulsification occurred. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. Milky white opacification and bulging were noted on both the extension legs near the bifurcation area. Therefore, the investigation is confirmed for the reported catheter opacification, stretch, and material protrusion issues. However, the investigation is inconclusive for the reported restricted flow rate issue as the photo evidence provided is not sufficient to confirm reported low flow rate. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 dialysis catheter placement procedure was done by using hemostar dialysis catheter. It was reported that twelve days post a dialysis catheter placement, the catheter was allegedly emulsification occurred. Reportedly, catheter was allegedly found insufficient dialysis flow. The procedure was completed by replaced with another device. There was no reported patient injury.